Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident acetabular hip - ceramic on poly. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly, the patient had a right hip replacement on (B)(6), 2007 with a ceramic on poly component. However, it is unclear when the revision occurred and the reason for the revision. From the allegations in the complaint it appears that the patient had "loose components, detachment of ball from cup, degenerative changes to hip and chipped components causing osteolysis."